Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the 16th of september 2022, the customer from brazil reported liquid sensor failure. Some of the slides were affected. The probe kit, stopcock, liquid sensor board and ground wire were replaced. The instrument was calibrated, tests performed, and no issues were observed. The instrument will remain under observation. No harm or misdiagnosis was indicated.